Event description:
Patient suffered left intra articular, multi fragmented radial fracture as a result of a fall. Surgeon used 7mm diameter long, curved stem with 24mm diameter 4mm height trial head. Surgeon states it was difficult to trial the head, the trial head was not staying on the trial stem during the range of motion testing. This is the second of two reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.